Manufacturer narrative:
No patient was involved.

Event description:
It was reported that the centrimag motor cables were damaged out of the box.

Manufacturer narrative:
The manufacturer is closing the file on this event.

Manufacturer narrative:
The reported event of the motor cable being damaged out of box was not confirmed. The centrimag motor (B)(4) was returned to the service depot for analysis and was evaluated and tested under work order # (B)(4). The service depot was unable to verify or duplicate the reported event of the motor cable being damaged out of the box. The motor was tested with a test 2nd generation console and flow probe for an extended period of time, including overnight. No issues were detected with the motor cable. A full functional checkout was performed, and the unit passed all tests. The motor cable was inspected per field action (B)(4). The motor was inspected by the product performance engineering group. The motor underwent resistance and insulation testing and passed. The root cause for the reported event of the motor cable being damaged out of box was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.